Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The log was downloaded and reviewed finding no errors related to the complaint. "Try it" manual tests were performed and passed. Functional testing was performed and the and it passed. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it registered within specification. The allegation was not confirmed. The root cause could not be determined.